Event description:
Device 4 of 5 reference MFR. Report# 1627487-2015-20045 reference MFR. Report# 1627487-2015-20046 reference MFR. Report# 1627487-2015-20047 reference MFR. Report# 1627487-2015-20049

Event description:
Device 4 of 5. Reference MFR. Report# 1627487-2015-20045, reference MFR. Report# 1627487-2015-20046, reference MFR. Report# 1627487-2015-20047, reference MFR. Report# 1627487-2015-20049.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.